Event description:
The advocate stated the customer was receiving erratic blood glucose readings when testing with her contour meter. The customer went to the ER and was told by a physician that her meter was not working. The advocate stated the customer did not receive any diabetes related treatment. He did not provide any other info about the event. A coupon for a replacement meter was sent to the customer. No product will be returned.